Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the lack of relief they experienced may have been due to the infrequent walks they take, or "perhaps stepping incorrectly on the surface of a floor or on a sidewalk." They noted that they often experience back pain when sitting for a long period of time on an uncomfortable surface and at times may simply get up from sleeping and experience pain. The patient noted they had reprogramming performed and that had been "quite helpful." No further issues were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient had not had the kind of relief they had hoped for, and that no matter what changes they made it did not help. No further complications were reported or anticipated.